Event description:
A materials manager reported that following implantation of an intraocular lens (iol) the patient was unable to see clearly and mechanical malfunction. The lens was exchanged for another lens in a secondary procedure. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).